Event description:
It was reported that the device was used during a bowel procedure. It was reported by the rep that the tlc55 misfired. The gun was reported to have stapled but not cut half way through the firing cycle. A second gun was opened and used to complete the case. (Tlc55 with lot # m4d34e was used without incident in case completion.) There was no consequence to the pt.